Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter phone #:(B)(6) there is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239. Which is a class 1, preamendment device. Investigation summary: event description: it was reported that the plates in 3 boxes would be contaminated. Complaint history review: the complaint trends were reviewed and for this product lot, several complaints were reported for contamination issues. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history review was performed. As part of the investigation, the ingredients of this medium were reviewed. During this review, no deviation was detected. Sample analysis: pictures were provided for evaluation. Based on the pictures, the contamination could be verified. Retain samples were reviewed for this lot. During this review, contamination could be detected in one plate. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. A material review board (mrb) was conducted which led to a situation analysis (sa). The performed investigation showed that the origin of the contamination was associated to cleaning of the filling tubes within the production line. For implementing corrective and preventive actions, CAPA (B)(4) level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation of the report the complaint is confirmed. A CAPA was created and a sa was performed for contamination issue. Further investigations and action implementations are being performed within the CAPA.

Event description:
It was reported that prior to use, 3 boxes of bd trypticase¿ soy agar, plate, 90 mm x 120 were contaminated with mold. The following information was provided by the initial reporter: we received moldy blood agar plates.